Event description:
Facility paramedics attempted to administer device pacing therapy to a pt. Reportedly, while pacing through the therapy cable, the pacer would intermittently stop and display connect electrodes. Another device on scene was used to continue pt pacing. Pt outcome was not reported but the rptr indicated that pt treatment was not affected due to the timely use of the back-up device.